Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "caller states she had a powerhohn (cvc) and her body "rejected" it. She states she had hives and itching so the doctor took it out. Caller asking what this device is made of and if the PICC lines have the same material as the powerhohn. She states she will need a new line to replace the powerhohn." Ms&s responded "the powerhohn is polyurethane and that most of the powerpicc devices are also polyurethane. Discussed our silicone cvc and PICC options. Caller was unable to provide a product code or reference number for the device that was removed."